Event description:
Reporter noted connection of vitrectomy probe was not made correctly (white on transparent), but they corrected before use. During surgery, capsule ruptured. During vitrectomy, air surged in eye and capsule rutpured further, implanted lens rushed backwards. Remvoed iol; implanted larger lens in sulcus. Changed probes to complete procedure. Prognosis is reported as good.